Manufacturer narrative:
Routine testing confirmed that this device was installed by the customer in august 2009 and performed to specification, alongside random manual power ons, up to the 10th may 2015. An increase in voltage would suggest a further pad-pak was installed. The device records multiple manual power ups of mainly ten minutes duration on the 16th may 2015 and the last log entry on the 8th june 2015. It is reasonable to conclude that devices returned for the reported fault may be attributed to membrane failure. The ten minute time outs and the excess current drain measured would confirm a membrane failure. The fault was witnessed during the investigation. The fault could not be replicated with a new membrane fitted. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no pt involved in this event. This device malfunctioned because the pad unit powers on without manual intervention. See scanned page.